Event description:
It was reported to ge that the c-arm moved when the operator pressed the fluoro switch. Apparently, the image intensifier housing struck the pt in the face causing a fracture of the zygomatic arch and contusion of the ocular region. Evidently, there was a failure in the operator's console allowing this to occur.